Manufacturer narrative:
A ge service rep performed an onsite investigation. Circuit breakers 1 and 2 were reset. The system was then found to be operating as intended.

Event description:
The customer reported that the system crashed and would not boot up. There is no report of pt injury.